Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that the infusor was connected to the peripheral vein. After 30 minutes of infusion, of fluorouracil, the patient felt tingling and burning at the injection site. It was suspected the chemical therapy drug leaked, however, the hospital could not confirm. There was no patient injury or medical intervention. No additional information is available.